Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open blisters under the therapy electrode pads and ECG electrodes. The irritation was reported to be scratched open, red and very irritated. The patient saw her physician about the irritation, but the doctor made no recommendations. After several follow-ups, the patient reported that the irritation had not improved. There were no allegations of a device malfunction contributing to the irritation.